Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's left ventricular lead had dislodged one day after implant. The lead was explanted and replaced. The patient was stable during and post procedure.